Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14 jun 2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes. Return date: 09 mar 2021. Dev rtn to MFR? Yes. Mfg date: 23 jan 2020, labeled for single use: yes. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the flush tube of the delivery system was kinked. The articulation of the delivery system was out of plane. The delivery system outer shaft was bent. The bond of the inner boss of the delivery system released from the inner shaft. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is a restriction during flushing due to the kink of the flush tube at the distal end of the hose barb on the t-luer arm. The delivery system was able to articulate but the deflection button was loose due to the inner boss adhesive was released from the inner shaft. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the physician encountered resistance when trying to flush the delivery system. Successful flushing was done on the fourth attempt. Multiple repositioning attempts were performed to obtain desirable electrical measurements without success and it was noted that there was a difficulty when recapturing the device as the delivery system was not able to back up from the device. The device was not implanted and the procedure was successfully completed using a new leadless ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.